Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2004. During postoperative monitoring and testing, pain/noise in contralateral hip, back pain, leg length discrepancy, pain/problems in left knee and ankle, lytic region in medial calcar of left hip, trochanteric pain, low synovium signal, and periprosthetic soft tissue abnormalities were noted. A solid mass located in the posterior medial area of the left hip measured 52.7 x 64.5 x 23.9 x 14.2. No further information has been provided at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2004. During postoperative monitoring and testing, pain/noise in contralateral hip, pain, leg length discrepancy, knee/ankle problems, osteoarthritis, stiffness, bruising, left knee loose body, limping, lytic region in medial calcar of left hip, trochanteric pain, low synovium signal, and periprosthetic soft tissue abnormalities were noted. A solid mass located in the posterior medial area of the left hip measured 52.7 x 64.5 x 23.9 x 14.2. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "problems of the knee or ankle of the affected limb or contralateral limb aggravated by leg length discrepancy, too much femoral medialization or muscle deficiencies." And "postoperative bone fracture and pain." This report is number 1 of 2 MDR's filed for the same patient (reference 1825034-2014-07327 & 07328).